Event description:
In 2005, the physician successfully implanted a two gore tag thoracic endoprosthesis for the treatment of a thoracic aneurysm measuring 6cm. At the 2006 following up visit, a distal type I endoleak was detected with an aneurismal sac enlargement measuring at 7.4. - 7.5cm. A 40mm x 15cm device (lot# 03744115) was distally implanted but was unsuccessful in resolving the endoleak. The physician decided to observe the endoleak with a possible reintervention if problems occur. The pt was fine post procedure.